Event description:
On (B)(6) 2013, the reporter claimed that the subject pump was very hot to touch when she awoke, lying on the pump. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during testing, the pump was unable to power on with returned battery; a new battery was used to complete testing. The pump was able to rewind, load, and prime successfully. The current draws were found to be within specification. The pump was tested with an external power supply and the idle, sleep, rewind, and load currents were all within specifications. No overheating was duplicated during testing. The pump cover was removed, there was no evidence of loose components or moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.